Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio observed that the device was able to power on and deliver defibrillation therapy; however, the device status display was not working properly. The customer declined to have the device repaired. The device was returned to the customer unrepaired per their request. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.